Event description:
Arjo was notified about an event with involvement of the concerto/basic shower trolley. It was reported that during use of the concerto/basic unit with the patient on it, the cracking noise was heard, the stretcher broke and unlocked causing the patient to fell out of the trolley. The patient was taken to the emergency room and according to the assessment sustained fracture of the left shoulder and neck of the right thighbone (femur). Hospitalization was required, but further details were not made available to date.